Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, after the mesh leg was deployed, the suture broke about one centimeter below the bullet, and the bullet detached. The physician opined that she "cut" the suture with the capio device. The physician completed the procedure by tying another suture to the mesh leg. No patient complications were reported as a result of this event, and the patient was reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analys is not available, and we are not able to determine the relationship between this device and the cause of this event.